Manufacturer narrative:
E2017032. (B)(4). Device evaluation summary: the customer returned the pump/manifold assembly to medtronic for failure investigation. The pump/manifold assembly was connected to the main control board and the pneumatic circuit of an ht70 test ventilator. A system leak test was performed. The leak flow rate was measured to be 1.01 lpm, which was greater than the maximum allowable flow rate of 1 lpm. The unit under testing (uut) failed the system leak test. After a visual inspection of the pump, the inlet gasket was observed to be properly aligned. Both the inlet and outlet cover plates were removed from the pump assembly. On the inlet side of the pump, no damage or debris was observed on the four check valves. On the outlet side of the pump, black debris was observed on all four check valves. The piston cylinder plugs were removed and the bottoms of the pistons were inspected. For each piston cylinder, black debris was observed on only one side. This was an indication of an uneven distribution of radial stress between the both pistons and their respective cylinders. The piston pins were observed to be properly aligned; however, both linkage arms were found to be askew. This would cause the uneven radial stress distribution. The system leak was either due to the debris in the check valves or a gap between the piston and piston cylinder. The reported symptom was caused by both linkage arms being askew. The fault was isolated to the pump assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventive maintenance the ht70 ventilator failed the pump leak test. There was no patient involvement.